Manufacturer narrative:
The generator was returned to the service center for evaluation. During the evaluation a power test was performed and error 200 ref 92 was intermittently observed. The electronic ID board was noted to freeze during testing. It was determined that the most likely cause of the reported event can be attributed to a faulty printed circuit board. The generator was repaired and returned to the customer. The 744000 instruction manual states ¿non-function of the superpulse generator may cause interruption of surgery. Ensure that all installation procedures are followed and that all connectors are correctly inserted before use. A backup generator/method should be available for use.¿

Event description:
The service center was informed that during a therapeutic bladder tumor procedure, the generator exhibited no or insufficient energy at the electrode with cord and electrode connected. The event occurred while attempting to resect the bladder tumor. There was no bleeding reported. There were no error codes, alarms or alert tones noted. The device was rebooted and the generator did not work. The procedure was able to be completed using a competitor¿s generator. There was no patient injury and the patient discharged home the same day. Additionally, the generator was inspected prior to use and there was no damage or abnormalities noted. The generator turned on and the lights were able to come on. The connection between the cord and equipment was secure. The concomitant devices used were unknown. There were no issues with any other instrument attached to the generator. An error code did not appear with the hand-piece.